Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion due to a drop in the estimated longevity of approximately 13 months over the course of four months resulting in hospitalization. This device remains in service. No additional adverse patient effects were reported.